Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, device interrogation revealed far r-wave oversensing on the ra lead. During the replacement procedure, ra lead was found tangling in the rv lead. Ra lead dislodgement was confirmed on fluoroscopy. The lead was explanted and replaced. Patient was stable throughout procedure.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.